Event description:
This lv lead was implanted on (B)(6) 2006 and remains implanted as of this time. A call was placed to technical services on (B)(6) 2018 stating that this lead was involved with intrinsic amplitude oor. The following physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).